Manufacturer narrative:
Pr # 1871214.lot # k19xbi and j19xbi, (B)(6) 2019.(B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported that two forceps are sparking. Per attached email: we have two bipolar forceps that are ¿sparking¿. No nicks or issues with the insulation. 06oct2020 additional information: was the product received in this condition? No, product has been in use for several months. If not, what was the product being used for when the sparking was observed? Product was being inspected during a scheduled repair service. Please confirm whether or not there was any patient/staff impact, or medical intervention necessary as a result of the sparking. No patient/staff impact. No medical intervention necessary. Do you have the lot#? K19xbi, j19xbi. Do you have photos showing the reported issue? No, none were provided. No further information available.

Manufacturer narrative:
Follow up 1871214: the complaint product was returned, and an evaluation was performed. The instruments at the time of manufacturing would have conformed to all specifications for the production. The root cause for the reported issue is most likely due to wear during maintenance/processing, excessive use and sterilization, and appears to have reached end of life. Instruments were received and subsequently visually, mechanically, and electrically inspected. The condition of the instruments show that advanced wear is clearly visible. Medium to strong signs of use in the form of scratches, pressure marks, discoloration on the silver tips and the insulation, as well as adhesive joint in the instrument plug shows a long running crack between the legs. The coating of the instrument is damaged at several points. Damage of mechanical nature, which could have occurred during handling, e.g. Due to bumping, falling or scratching by sharp objects. These damages at the isolation point are so strong that at the appropriate places the steel of the forceps legs underneath is visible under optical magnification. At these points the insulation barrier is no longer present. Some of such damaged areas have already been repaired by other service providers. No optical visible signs of electrical failure or electrical malfunction. A production and/or assembly error can be excluded after the inspection. Both forceps failed the electrical test, high-voltage insulation test, due to damaged insulation. Accordingly, an arc (spark) also occurred at the respective point during testing. Due to the condition, a highly frequented use and the resulting reprocessing can be assumed. Individual components show advanced wear and tear, as well as individual handling damage. Possible production-related electrical faults or an electrical malfunction could be ruled out after the inspection. "Flying sparks" could be observed at the previously damaged areas during the root cause analysis (the high-voltage insulation test). There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Per attached email: we have two bipolar forceps that are ¿sparking¿. No nicks or issues with the insulation. 06oct2020 additional information: was the product received in this condition? No, product has been in use for several months. If not, what was the product being used for when the sparking was observed? Product was being inspected during a scheduled repair service. Please confirm whether or not there was any patient/staff impact, or medical intervention necessary as a result of the sparking. No patient/staff impact. No medical intervention necessary. Do you have the lot#? K19xbi, j19xbi. Do you have photos showing the reported issue? No, none were provided. No further information available.